Event description:
It was reported that they were having an intermittent issue where the image appears repeated over itself the system, causing the patient to re-exposed. It was determined that the computer with a new pcb be replaced. Once this was completed, the system is working as intended.